Event description:
Our insulin syringes went on back order. Easy touch u-100 insulin syringe barrels, 1ml syringes. We had also ordered easy touch syringe barrels, 1ml syringes. I have included pictures of the products. We put a 1cc syringe in with insulin instead of the 100 unit syringe. There was no error, the insulin was given correctly. (B)(4) ref report: mw5150463.